Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the up arrow keypad button was under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 09-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 28-feb-2018 with the following findings: during investigation, the pump was returned with the up arrow button under responsive. All others responded properly. There was no physical damage on the keypad. The keypad was removed and a crack was found. The battery compartment was found to be cracked.